Event description:
It was reported that the pump exhibited a primary audible alarm system failure alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "flash memory post" error message. Functional testing found that the pump displayed "flash memory post" at power up. The investigation determined that the printed circuit board not operating as intended was the cause of the reported issue. The main printed circuit board was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.